Manufacturer narrative:
Visual inspection of the returned device found that the anterior aspect of the central post had fractured cleanly from the rest of the device. The fragment was not returned for inspection. The device was manufactured on august 27, 2013 and had an approximate field life of 2 years and 8 months; however, it is unknown how many times the device was used. The reported issue has been investigated and a device history record review is not required.this device was used for treatment.this device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. The surgical technique was alleged to have been adhered to by a zimmer sales representative with the device not being struck with a hammer. Therefore, the root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery. The broken piece was removed from the surgical field.